Event description:
A cartridge change error was reported by the customer during troubleshooting for a minimum fill issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to load a new cartridge, which was done successfully, allowing the insulin delivery to resume.